Event description:
It is reported that the instrument tip fractured during a procedure. There was no patient injury or surgical delay.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# 09-0252, lot# a22, exodontia elevr #46r serrated. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00021.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevators. The elevators show signs of attempted use including minor marking/ scratching on the elevator surface. Both elevators have fractured at the tips. Neither fractured tip was returned. In both cases the complaint is confirmed. A determination cannot be made as to what caused the elevators to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This

Event description:
No further event information is available at the time of this report.